Event description:
A recovery filter was implanted approximately 5 months previously in a patient who was in a motor vehicle accident. The asymptomatic patient returned to have the filter removed as it was no longer needed. X-ray showed that two of the filter's arms were pointing up, parallel to the vena cava. The filter was successfully removed without the two arms. It was reported that fluroscopy revealed that the arms were in the "pulmonary circulation, probably in the pulmonary artery." The patient is fine and symptom-free. No intervention is planned to remove the arms.

Manufacturer narrative:
No hospital/medical records have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the additional information regarding the reported event is currently underway. Image review: based on the images provided, a filter was deployed in the ivc, can be confirmed. Based on the images provided, two detached filter limbs were identified, one limb in the pulmonary artery and the second limb at the level of the filter apex, can be confirmed. Article review: two vena cava filter retrieval case reports were presented. In case one, a trauma patient with pulmonary embolism and a contraindication to anticoagulation had a retrievable filter deployed without incident. There were no complications. After discharge from the hospital, the patient underwent a rehabilitation program. Approximately four months post filter deployment, the patient presented for retrieval of the filter. The right internal jugular vein was accessed and a venogram was performed. This demonstrated a patent ivc with no apparent thrombi trapped in the filter, however, the filter was identified to be tilted with an arm pointing upward. Multiple attempts to retrieve the filter with a retrieval cone device were unsuccessful as the arm pointing upward prevented engagement . An attempt to reposition the filter via a femoral approach was unsuccessful. Approximately one month later, another attempt to retrieve the filter was unsuccessful. The decision was made to leave the filter in permanently. In case two, a high risk trauma patient had a retrievable filter deployed without incident. Approximately four months post filter deployment, the patient presented for retrieval of the filter. An on-table abdominal x-ray showed that the filter was missing an arm and another arm was pointing upward, with mild tilt. The filter was retrieved without incident. Inspection of the filter confirmed the absence of one of the arms. Further investigations revealed that the missing arm had embolized to the right side of the chest. The decision was made to leave the detached arm in place as the patient was asymptomatic. Nazzal, m., chan, e., nazzal, m., abbas, j., erikson, g., sediqe, s., & gohara, s. (2010). Complications related to inferior vena cava filters: a single-center experience. Annals of vascular surgery, 24(4), 480-486. Doi:10.1016/j.avsg.2009.07.015. - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a recovery filter was implanted approximately 5 months previously in a patient who was in a motor vehicle accident. The asymptomatic patient returned to have the filter removed as it was no longer needed. X-ray showed that two of the filter's arms were pointing up, parallel to the vena cava. The filter was successfully removed without the two arms. Fluoroscopy revealed that the arms were in the "pulmonary circulation, probably in the pulmonary artery." The patient is fine and symptom-free. No intervention is planned to remove the arms.